Manufacturer narrative:
An event regarding an alleged injury to a patient's knee involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: insufficient information was provided for medical review. There is no confirmation of the shapematch cutting guide being used. Device history review: confirmed all devices accepted into finished goods conformed to specification. Complaint history review: not performed as a device specific failure mode was not identified. Conclusion: review of the event description indicates that the patient alleges right knee injury as a result of shapematch cutting guides. However, the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation is possible at this time.

Event description:
Through communication between counsel for plaintiff and stryker's outside counsel it is alleged that plaintiff was injured due to the use of a shapematch during right knee arthroplasty on (B)(6) 2012. Per the implant sheet there is no documented use of shapematch.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon p/a ps beaded #5r; cat# 5516-f-502; lot# s8r4n. Prim bp w/holes bead w/pa sz 6; cat# 5527-b-600; lot# s8rry. Triathlon mb patella pa a38; cat# 5554-l-381; lot# s8a4k1. Vit'canc' screw 6.5 dia x 30mmtriathlon total knee system; cat# 5585-c-030; lot# 39574802. Vit'canc' screw 6.5 dia x 20mmtriathlon total knee system; cat# 5585-c-020; lot# 40331004. Vit'canc' screw 6.5 dia x 25mmtriathlon total knee system; cat# 5585-c-025; lot# 40190803. Vit'canc' screw 6.5 dia x 25mmtriathlon total knee system; cat# 5585-c-025; lot# 40437904. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of otismed database indicated that this patient is not listed as a recipient of shapematch cutting guide that would be used during implantation of stryker knee implant. Not returned to the manufacturer.

Event description:
Through communication between counsel for plaintiff and stryker's outside counsel it is alleged that plaintiff was injured due to the use of a shapematch during right knee arthroplasty on (B)(6) 2012. Per the implant sheet there is no documented use of shapematch.